Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 408 mg/dl less than 48 hours after the pod was activated. There was insulin leaking from the pod so she decided to remove the pod. She then noticed the cannula was not inserted into the infusion site and needle was still sticking out of the pod into her skin.